Event description:
It was reported that the patient called to report that insulin leaked inside the pump during two recent supply changes. The patient believed the leaking may have occurred at the connection point between the cartridge and the connector. Lot information for the connector was unavailable. During a prior occurrence, the leak was identified after blood glucose levels increased, and the patient removed and replaced the supplies, after which blood glucose levels returned to range quickly. A subsequent occurrence was identified while filling the tubing, and the patient was able to change the supplies before blood glucose levels were affected. It was identified that the patient had been attaching the cartridge to the connector prior to inserting it into the pump, and education was provided that this may have caused the leaking. The patient understood the correct supply attachment process, reported no additional questions, and did not request replacement supplies at that time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.